Manufacturer narrative:
(B)(4). The customer declined to have the ventilator repaired.

Event description:
Report received that, during patient use, an 840 ventilator went inoperable. No information is available regarding the patient being transferred to another ventilator or on patient outcome.